Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# : (B)(4) , implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 12-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during the post-op appointment, the patient reported that the only stimulation that they were receiving was muscle stimulation. An x-ray confirmed that the lead fell anterior and caused muscle spasms. A lead replacement was scheduled and completed on (B)(6) 2021.